Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false-positive results with the determine hiv-1/2 ag/ab combo on different days using an unknown sample type for two different patients. This MFR. Report addresses test one (1) of two (2). A quantitative rna test was performed on (B)(6) 2025 with an unknown sample type and generated a negative result. The patient was administered apretude (cabotegravir) extended-release via im injection based on the negative rna test result. The customer reported that there was no negative impact to the patient or their treatment due to the false-positive result. No additional information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 0000995785 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 7d2648, lot: 0000995785 and device part number: 10732998, lot: 1003841. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 0000995785 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient sample.

Event description:
The customer reported false-positive results with the determine hiv-1/2 ag/ab combo on different days using an unknown sample type for two different patients. This MFR. Report addresses test one (1) of two (2). A quantitative rna test was performed on (B)(6) 2025 with an unknown sample type and generated a negative result. The patient was administered apretude (cabotegravir) extended-release via im injection based on the negative rna test result. The customer reported that there was no negative impact to the patient or their treatment due to the false-positive result. No additional information was provided.

Manufacturer narrative:
Additional information: a2, age; a3, sex. Clarifying information was received with patient demographics which impacts and changes the reportability of the initially reported event. A supplement report will be sent upon investigation completion.

Event description:
The customer reported false-positive results with the determine hiv-1/2 ag/ab combo on different days using an unknown sample type for two different patients. This MFR. Report addresses test one (1) of two (2). A quantitative rna test was performed on (B)(6) 2025 with an unknown sample type and generated a negative result. The patient was administered apretude (cabotegravir) extended release via im injection based on the negative rna test result. The customer reported that there was no negative impact to the patient or their treatment due to the false-positive result. No additional information was provided.